Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart error. Customer¿s blood glucose level was unknown. Customer reported that they able to cleat the alarm and able to rewind the insulin pump. Customer reported that the insulin pump received power loss alarm. Customer did clear the alarm but, after changing the battery customer immediately received power loss alert. Customer was assisted with troubleshoot for power loss alarm. The insulin pump will not be returned for analysis.